Event description:
Event description: patient with tavr-in-savr(surgical valve perimount 25 mm, true ID 23 mm, torrential ar). Upon discussion medium an2 was chosen, and decision was made to avoid bav. Safari2small wire was installed. View confirmed. Upon step1 release parallax and high position observed, but despite significant pressure in the ds could not get deep enough position. Valve released with pacing; aortic embolization occurred. Due to moderate pvl and according to plan post-dilation with 24 mm balloon performed. Significant aortic regurgitation observed (toe - both pvl and trans-valvular). Sapien valve implanted in the low position with satisfactory result. What troubleshooting steps, if any, resolved the issue? Sapien valve implanted what is the next course of action? None patient present at time of event? Yes patient complications: additional intervention required in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes please describe the way in which the device or procedure caused or contributed to the patient complication? An2 device was embolized and additional device had to be implanted medical or surgical interventions: additional valve implantation patient admitted to hospital beyond the standard of care: no patient outcome: expected to fully recover was issue present upon opening package? No question: when was the(central/paravalvular) regurgitation discovered? Answer: upon release question: what was suspected to be the cause of the(central/paravalvular) regurgitation? Answer: valve embolization and potentially leaflet damage question: were there any positioning issues encountered during valve implant? Answer: yes, valve was positioned high and couldn't be repositioned question: was the valve released too high or too low relative to the target position/landing zone? Or released within the landing zone? Answer: too high question: was this a low flow/low gradient situation? Answer: no question: was there any difficulty with guidewire management? If yes, please specify the difficulty. Answer: wire was probably trapped in the mitral apparatus question: was the patient under conscious sedation or general anesthesia? Answer: conscious sedation, turned to general anesthesia for toe question: was commissural alignment attempted? How? What technique was used and was it successful? Answer: inserting accurate delivery system ports down (6o'clock) and confirming in both views question: how were hemodynamics immediately after deployment of the accurate valve? Answer: stable question: is the regurgitation considered mild, moderate, or severe? Answer: moderate question: any resistance encountered during advancement through anatomy? Answer: yes, couldn't move ds deeper upon stage 1 question: has any, or will any, action be taken in response to the (central/paravalvular) regurgitation? Answer: second valve question: describe anatomy(bicuspid, tricuspid, gothic arch, acute bend, horizonal aorta, degree of curvature etc.)? Answer: perimount 25 surgical valve with pure ar question: leak post procedure? If yes, type of leak and severity: answer: not available question: was post-dilatation performed? If yes, balloon size and type: answer: 24simvalve (non-compliant) question: was pre-dilatation performed? If yes, balloon size and type: answer: no question: what type and size of guidewire was used? Answer: safari small question: what was the size of the annulus? Answer: true id23mm question: was repositioning required after knob 1 release? Answer: yes question: what was the final location of the valve? Answer: aortic embolization question: which cusp was the pigtail set in? Answer: ncc question: was it possible for the operators to achieve a 3-cusp view? Was any parallax observed? Answer: significant parallax question: what was the suspected cause of the reported event? Answer: high position question: were the operators able to adjust the view after parallax was observed during initial release? Answer: as adjusting parallax will change the view on the perimount they didn't (but were aware it is high) question: when the accurate neo2 valve embolized, did the stent frame lose contact with the annulus/perimount? Answer: probably not (from the x-ray) question: was any additional snaring needed to secure the location of the accurate after embolization? Answer: no, I believe it was still attached to perimount. We considered the snaring option but decided against it. Question: you noted that the safari2 was probably trapped in the mitral apparatus. Answer: the suggestion that safari was trapped came from the later discussion of videos with the training team. Question: was this the suspected cause of why the delivery system was unable to be positioned deeper? Answer: yes, this is one of the reasons why delivery system wasn't moving deeper. Question: did the patient experience any mitral damage? Answer: no question: you mentioned potential leaflet damage as a contributing factor the regurgitation. Was leaflet damage observed upon imaging, or were there any specific factors in the valve loading/release/etc. To suspect leaflet damage? Answer: before post-dilation we mainly observed para-valvular leak. After 24 mm balloon post-dilation significant amount of intra-valvular regurgitation added (based on toe) which made us suspect the leaflet damage or obstruction. Question: was the accurate delivery system discarded? Answer: yes. It was visually assessed and didn't look any damaged. Question: was the safari2 discarded? Answer: yes. The same - no visual issues. Question: what was the lot (or if unknown, upn) of the safari2? Answer: not available. To be clear - neither physicians nor I suspect any issues with safari. Question: in the physician's opinion, was there any relationship between the safari2 guidewire and the patient complication? Answer: they did not believe there was a safari malfunction (e.g. Damage) that contributed to the complications, however the complaint is being submitted because they believe the safari2 being trapped in the mitral apparatus is what prevented the accurate neo2 tf ds from being able to move deep enough for the correct implant position for the accurate neo2 valve. Question: did the end user confirm the position of the safari2 guidewire to assure the safari2 guidewire placement and stability? Answer: yes, it was believed the wire was in the good place. It was only noticed it whilst reviewing videos after the case that the safari was trapped in the mitral apparatus. Question: was the wire position maintained while tracking or advancing a catheter or device over the wire? Answer: yes. Question: listing and model of other devices used during the procedure, include the model, brand name, sizes, etc. Answer: 14f isleeve introducer sheath, safari2 guidewire small, accurate neo2 tfds, accurate neo2 valve medium, 24mm post-dilatation balloon. Question: please follow up once the patient condition is updated. If possible- provide the surgical/op report. Answer: the patient was discharged normally without any complications. Surgical/op report not available.

Manufacturer narrative:
Product was discarded by the healthcare facility; therefore, no physical or visual analysis could be completed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section: ·monitor wire position throughout the procedure for proper placement of the curve and distal tip. ·when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. ·never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. ·the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. ·the curve of the safari2 guidewire should be constrained with in a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the device instructions for use: 1. Ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2 carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4. Insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5. Carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6. Remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7. Advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event. Additional surgical procedure and valve complications are known potential adverse events and are listed in the safari2 device instructions for use (IFU). The lot number for the device was reported as not available; therefore, section d could not be completed, including the UDI number. Should additional information be received, a follow up medwatch report will be submitted.

Event description:
Media review summary received from the distributor 27nov2024: media received: 2 powerpoint presentations with tavr procedure and echocardiogram videos. Summary: according to the provided information, this is a transfemoral tavr-in-savr procedure for a surgical prosthesis dysfunction (perimount 25mm) due to aortic regurgitation, complicated by difficulty in adequately positioning the acn2 due to resistance when attempting to advance the delivery system. Bav was not performed. The first available image shows cardiac topography with a j-wire in the ascending aorta. The subsequent image shows a safari2 guidewire in the left ventricle, with the curvature facing up, and the radiopaque marker of the acn2 medium at the level of the beginning of the perimount stent frame. Next, we see the final steps of acn2 release in a high position, with rotation of the stabilizer arches during release maneuvers. Tension in the guidewire and delivery system is also noted due to the pronounced curvature in the outer curvature. In the following series, aortic migration of the acn2 is observed.

Manufacturer narrative:
Section b5 includes the additional information. Should additional information be received, a follow up medwatch report will be submitted.